Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnancy (stillbirth/ miscarriage)") and abortion spontaneous ("miscarriage") in a 27-year-old female patient who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2010 and device monitoring procedure not performed "didn't have confirmation test". The patient's past medical history included parity 4 ((B)(6) 2000, (B)(6) 2002, (B)(6) 2004, (B)(6) 2010), multigravida and iron deficiency. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("dyspareunia") and pelvic pain ("chronic pelvic pain"). In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea (cramping)") and abdominal pain lower ("lower abdominal pain/ it felt like intense menstrual cramps"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with multivitamin. Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, dyspareunia, pelvic pain, dysmenorrhoea and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, dysmenorrhoea, dyspareunia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: she didn't have confirmation test only because she couldn't afford it. 3 coils were noted outside the ostia. 1 coils noted outside the ostia. The first miscarriage, I was transported to the hospital by ambulance as I had the miscarriage in my bathroom. The plaintiff experienced two previous pregnancy episodes with essure in (B)(6) 2010 and (B)(6) 2011 captured under the case (B)(4) and (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2010: pregnancy confirmed. Hysterosalpingogram was performed. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet received. Event added per pfs: dysmenorrhea (cramping), lower abdominal pain/ felt like intense menstrual cramps. Event ectopic pregnancy was replaced with event pregnancy (miscarriage/ stillbirth). Pregnancy outcome updated to spontaneous abortion. Historical conditions and lab data were added. Case is now other event case. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2010 and device monitoring procedure not performed "didn't have confirmation test". The patient's past medical history included parity 4. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia") and pelvic pain ("chronic pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. Essure treatment was ongoing at the time of the report. At the time of the report, the ectopic pregnancy with contraceptive device, dyspareunia and pelvic pain outcome was unknown. The reporter considered dyspareunia, ectopic pregnancy with contraceptive device and pelvic pain to be related to essure. The reporter commented: she didn't have confirmation test only because she couldn't afford it. Most recent follow-up information incorporated above includes: on (B)(6) 2017: this case was converted from the conceptus database into argus on (B)(6) 2014 and was initially reported by a consumer. Further information was received on (B)(6) 2017 and qualifies this previous conceptus case as reportable case by bayer. New information added: legal claim was received with information that the plaintiff experienced ectopic pregnancy, dyspareunia, and chronic pelvic pain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.